Manufacturer narrative:
(B)(4). Information not provided during initial contact.

Event description:
It was reported that during a gastrectomy procedure, error code 5 was indicated on the generator and the tip of blade was found to be broken. The broken piece did not drop into the patient. Another device was used to complete the case. There was no patient consequence.